Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the arm was dropping, the surgeon contacted technical support and the technical service engineer (tse) was informed by the customer that the instruments that were his left hand keeps wanting to move to a bent wrist position. The surgeon was having to fight to keep his wrist into position. The tse had the customer press the emergency stop and recover. The surgeon stated it was better, but not much. The surgeon moved over to the other console to continue and had no issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtml) to correct the reported issue. The system was tested and verified as ready for use. Isi received the mtml involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The link 3 flex-e belts was found to be loose and of the tensioner. The flex e belts will be re-tensioned as a fix. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument logs was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon and procedure name/category. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument kept wanting to move in a bent wrist position after the start of the procedure. The surgeon was able to continue the procedure robotically by switching to another surgeon side console. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.